Event description:
It was reported that the patient had frequent ipg charging and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively. The explanted ipg was not returned.